Event description:
Surgeon was performing wrist arthroscopy and placed 2.9mm full radius blade into joint and actuated the shaver. Upon starting, metal filings came from the shaver into the joint. Surgeon states that no pressure was placed on the shaft of the shaver blade, or manipulation between bones. Debris was left in joint. Blade was discarded.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).